Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet, and engineering logs and reports confirmed several low glucose events, some occurring after the user announced meals in an apparent attempt to correct high glucose. Symptoms included hypoglycemia. Outcomes included no hospitalization and subsequent improvement after the user and trainer adjusted ilet settings. Investigation included review of device reports and engineering logs and user follow-up. Investigation of this case revealed no device malfunction; the pattern suggested therapy maladaptation associated with using meal announcements to correct hyperglycemia, which is inconsistent with intended use. It was concluded, based on previously established findings for similar reports, that the cause was unclear with user-related use pattern contributing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.